Event description:
It was reported during a laparoscopic oophorectomy upon insertion of a 512sd bleeding was observed at the trocar site. Bleeding was uncontrollable and the pt was opened. The trocar appeared to function properly. The pt is now doing fine.

Manufacturer narrative:
Tracking #.50079. 04/06/1998 the surgeon, was performing a laparoscopic procedure and during this procedure there was an injury to the inferior epigastric artery which required exploration. The surgeon, klein does not feel that this at all related to the trocar. Based on the visual and functional testing, the instrument was found to function as intended. No conclusion could be reached as to how the reported event occurred.